Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the glenoid having loosened; the surgeon replaced the glenoid component as well as humeral head and neck.